Manufacturer narrative:
The report of ¿pain at ipg site was not confirmed. Analysis of the returned ipg found it communicated with all lab utilities and passed all tests on the automated test equipment (ate); during which no anomalous outputs were noted. Uncomfortable stimulation can sometimes be associated with patient anatomy and/or the location of the pocket site and is not device related. Event details stated the physician decided to relocate the pocket site and revise the ipg. During processing of this complaint, attempts were made to obtain complete event, patient, and device information.

Event description:
It was reported that the patient experienced pain at the ipg site. As a result, surgical intervention was undertaken on (B)(6) 2025 wherein the ipg was replaced and relocated.

Manufacturer narrative:
The date of event is estimated. Further information was requested but not yet received. E1 initial reported phone number: (B)(6).